Event description:
The facility representative reported an infuso.r. Pump with a condition of doesnt move the syringe. It is unknown when the event occurred; however, it was identified in the "anesthesia" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "doesn't move the syringe" issue was confirmed and not reproduced during product evaluation. The assignable cause was a broken pusher block. No repairs are being made due to estimate refusal by customer. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.